Event description:
A physician reported that during the cataract surgery with intraocular lens (iol) implant procedure, found to have deposit on the anterior face of the lens, after implantation. There was no patient impact. Additional information has been requested.

Manufacturer narrative:
A used company cartridge was returned taped inside the opened pouch. The associated lens information was written on the pouch. Viscoelastic was observed in the cartridge. Internal damage was observed on the cartridge tip left side. The cartridge had evidence of placement into a handpiece. The used company cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results for the presence of top coat. Internal damage was observed with disruption in the coating on the left side of the tip. A photo was provided of the lens in the eye with the product information listed. There is a linear mark or material that travels from the 3 o'clock to the 6 o'clock area on the optic. The nature and origin of the mark/material cannot be determined from the photo. Product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. A qualified lens model/diopter and handpiece were indicated used with a non-qualified viscoelastic. The root cause for the reported issue could not be determined. Based on the review of the returned used company cartridge, the reported foreign material may have been internal coating material from the damaged company cartridge tip. Per the IFU (instructions for use): the company delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. In addition, the iol IFU states : follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The root cause for the reported issue could not be determined. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).